Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device fault was due to a defective power supply unit and battery cover. The psu and battery cover were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a battery charging issue. There was no patient injury reported as a result of this incident.